Event description:
Caller reported a malfunction on the pump but noted that no notable events occurred prior. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur afterwards.